Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, axillary to iliac/femoral vein bypass can salvage functioning ipsilateral fistula threatened by occluded upper central vein and relieve their upper limb obstructive venous symptoms.

Event description:
Received a study titled "extra-anatomical veno-venous surgical bypass for central vein occlusion." The study was to describe an extra-anatomical venous bypass surgical procedure performed to maintain vascular access and reduce the symptoms of swelling of the ipsilateral upper limb, neck and face in patients that underwent bypass between november 2009 and april 2013. Per the article adverse events occurred including infection, sepsis/acinetobacter, hemorrhage and occlusion.